Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. The catheter shaft was torn. The shaft of the delivery catheter was spiral slit. The hub of the catheter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned in two pieces and without the dilator. The slitter was not returned. Slitting started on the centerline on the hub of the delivery catheter. Slitting had terminated and restarted multiple times at 1.5 cm on the hub of the delivery catheter. The shaft of the delivery catheter was torn apart at 4.5 cm. Slitting had terminated at 27 cm on the shaft of the delivery catheter. The shaft of the delivery catheter was kink/buckled at 54 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the delivery catheter exhibited slitting difficulty through hub- slitters came off catheter. Slitting was attempted three times with three slitters. The catheter was replaced with a new one. No patient complications have been reported as a result of this event.